Event description:
Event description cpi received information that this unipolar lead was capped due to an insulation break. During a routine replacement procedure the lead was exhibiting inappropriate sensing and pacing values. A small break in the insulation was found. Two unipolar leads (both model 4312 serial 021945 and 021976) are involved in the patient's lead system, cpi is unable to determine which lead had the problem therefore will report on the serial 021945 lead at this time.